Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es , experienced station stuck in black loading screen the customer reported that there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stucktuck in a black loading screen. A technical support specialist (tss) had checked the part number for the station by opening c drive and locating the line that listed the part number. Tss then started a command shell session in beyondtrust and launched powershell. Tss ran the command to disable power management on all nics and then executed the command to disable bluetooth. Tss had to run it twice because it errored the first time. Finally, tss rebooted the station issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, experienced station stuck in black loading screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.